Manufacturer narrative:
Device evaluation information was received on may-14-2025, and section h11 should be reported as: the manufacturer was previously contacted in reference to a dreamstation auto CPAP device. There was an allegation of patient passing away. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed findings: 0 errors logged. Manufacturer was unable to get care orchestrator information from device. This is a remediated device and does not fall under uno. After a visual inspection of this device it was determined to be in an unremarkable condition. Manufacturer was not able to confirm the complaint or address the symptoms specified. Box b and box h were updated in this report.

Manufacturer narrative:
The following correction has been updated in this report. Section "both" in box b has been updated/corrected to reflect adverse event. The device is not a part of recall.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. There was an allegation of patient passing away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not yet returned to the manufacturer.